Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/18/2018. Investigation summary: it was reported suture breakage. A used needle-suture piece of product code b412h was returned for analysis. During the visual inspection of the used sample (needle-suture piece), the swage and attachment area were as expected and the end suture piece were observed cut appears to be by use of a surgical instrument. A functional test was performed and the tensile force were above the minimum requirements. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Due to the sample condition, the assignable cause of performance suture breakage, suggests an improper handling of the sample.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hysteropexy procedure plus anterior and posterior corpora plus tape placement for correction of urinary incontinence on (B)(6) 2018 and suture was used. At the end of the fixation, the suture broke, so the fixation had to be started over. There were no adverse patient consequences reported. No additional information was provided.